Event description:
The complaint is reported as: "the nebulizer was blocked. It did not mist. They opened and used a new set." The patient condition was reported as fine.

Manufacturer narrative:
The device history record of batch number 02l1301680 was reviewed and there was no issue or discrepancies found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.